Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, a loss of capture was observed in a pacemaker dependent patient. Diagnostic imaging was performed and revealed no anomalies. Abbott technical support was contacted and suspected oversensing led to the loss of pacing. The event was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.